Manufacturer narrative:
Device evaluation: analysis of the returned device identified, the weight the device within specification, crease fold and wear abrasion. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported, "left breast capsular contracture, baker grade iii". Device has been explanted and replaced.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "left breast cap con grade 3". Device has been explanted.